Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens trailing haptic cracked while being inserted into the patient's eye. The incision was enlarged and sutures were used. Additional information has been requested but no new information has been provided. Please reference MDR # 1119279-2014-00135 for the injector handpiece used during this event. Please reference MDR # 1119279-2014-00136 for the injector cartridge used during this event.